Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high impedance. It was also noted there were high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.